Manufacturer narrative:
Title sonographic diagnosis of abscess following breast-conserving surgery with insertion of nonabsorbable mesh. Source breast imaging of mesh insertion. Vol. 42, no. 7, september 2014. Received 9 may 2013; accepted 18 february 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed in 2014, a patient with a 1.7 cm invasive ductal carcinoma in the lower inner quadrant of the left breast underwent breast conserving surgery with immediate mesh insertion for reconstruction. After surgery, a CT scan was performed to obtain cross-section images of the operation site for planning of radiation therapy. Post contrast-enhanced CT scan showed a circumscribed, oval-shaped, cystic mass without enhancement at the operation site of the left breast, suggesting seroma. After four months of radiation therapy, the patient complained of hard palpable mass with erythematous skin changes and discharge at the operation site. After ultrasound and gross pathologic examination, it was concluded abscess formation.